Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device was damaged and had a hole/cut in hose. It was further determined that the device had fluid / liquid damage and the motor and control unit were defective. It was further determined that the device failed pretest for motor thermistor assessment, air pump assessment, handpiece temperature assessment and hand control assessment. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device available for evaluation was inadvertently left blank in the initial medwatch. This field has been updated to "yes" and the device returned to manufacturer has been checked.